Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was relocated. The patient was able to charge and couple the charger with the ipg. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty aligning the charger to the ipg. It was noted that the ipg was too deep in the pocket. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient had difficulty aligning the charger to the ipg. It was noted that the ipg was too deep in the pocket. The patient will undergo a pocket revision procedure.